Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
During a simplicity radiofrequency ablation procedure for right sacroiliac dysfunction a second degree patient burn occurred. The skin was prepped with betadine and alcohol and allowed to dry prior to patch placement. The patient was not noted as hairy or diaphoretic. A deep second degree burn was noted under x-ray and disinfectant and burn plaster were applied to treat the burn. The skin is healing and the patient is stable. A high temperature alarm was noted during the procedure.